Event description:
The customer stated that she was hospitalized with a blood glucose reading of 20 mg/dl. Prior to the event, the customer received a cortisone shot and her doctor adjusted the programming on the insulin pump. The customer stated that the change in her programming is what caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.